Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 3. Reference MFR report #1627487-2016-04604 and reference MFR report #1627487-2016-04605. It was reported the patient did not receive adequate stimulation at her post-operative appointment. The patient declined reprogramming and requested the system be removed. The patient's entire system was explanted.